Manufacturer narrative:
The pump was received with minor scratched display window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and missing endcap sticker.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states there is a crack on the reservoir chamber. The customer states they are using tape to hold the reservoir in place. The customer's blood glucose level at the time of incident was 309mg/dl. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.